Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2138700; model: sc-2138-70; serial: (B)(4); batch: 119941/a07302.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. The explanted ipg and linear leads were discarded.